Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) was reading too high: 6.5 / 7.0; when really blood gas analyzer said 4.5 using 3500 gem premier. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per clinical review on (B)(6) 2014: according to the perfusionist (ccp), the blood parameter monitor (bpm) was gas calibrated and the correct k+ code (from the package) was entered into the unit. After cpb was initiated and the 1st in-vivo recalibration was performed about fifteen minutes into cpb and after initial cardioplegia dosing), the bpm measured values were closely matching the laboratory analyzer (gem premier). About 45-60 minutes into cpb, the k+ value of the bpm began to gradually climb in site of no clinical reason for an increase in the k+ level (no cardioplegia delivered and no blood transfusion). The bpm was displaying levels of 6.5-7.0, while the gem premier was measuring k+ as 4.5. There were no error codes or messages that indicated any device issues. No unique medications were administered that could cause an affect of the k+ measurement. Nothing was changed out, as other measured parameters were reasonable and tracked clinical events. The procedure was completed successfully without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The perfusionist (ccp) says they use the blood parameter monitor (bpm) but are never really sure on the potassium (k+), seems to be intermittent.